Event description:
Subsequent to the initial MDR, clarification was provided on 04/23/2026. On (B)(6) 2026, the patient sought medical care, at which time laboratory testing revealed a critically elevated blood glucose level of approximately 923 mg/dl, while the cgm continued to display ¿low.¿ based on these findings, the patient was instructed to present to the emergency department and was admitted for inpatient care, including ICU monitoring. Treatment included intravenous insulin therapy and IV fluids. The patient was initially admitted through the emergency department and was subsequently transferred to the ICU at approximately 3:00-4:00 pm. The total hospitalization duration was less than 24 hours. The patient was discharged on (B)(6) 2026, at approximately 12:30 pm. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. Between (B)(6) 2026 to (B)(6) 2026, the patient reported ongoing inaccurate dexcom g7 cgm readings. Throughout this period, the cgm repeatedly showed low glucose values, generally between 60 mg/dl and 130 mg/dl, even though the patient did not feel symptoms consistent with low blood glucose. Based on the cgm readings, the patient withheld short acting insulin and attempted to correct what appeared to be low glucose by taking sugar tablets, glucose gel, sugary drinks, milk, and other high-carbohydrate foods. Despite these measures, the cgm continued to show low readings. Over the week, the patient reported feeling progressively worse, with weakness, nausea, poor appetite, and overall decline. On (B)(6) 2026, the patient sought medical care. Blood work showed a critically high glucose level of approximately 923 mg/dl while the cgm was still displaying low. The patient was instructed to go to the emergency room (ER) and was admitted overnight, including intensive care unit (ICU) monitoring. The patient was treated with intravenous (IV) insulin and IV fluids. The patient was admitted overnight on (B)(6) 2026. On (B)(6) 2026 bg was checked and decreased to 300 mg/dl. The patient reported to be recovering within that week. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator from (B)(6) 2026-(B)(6) 2026. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.